Manufacturer narrative:
The customer's report of "high impedance" was observed and attributed to the main board. The main board was replaced to resolve the report. The customer's report of "unable to detect electrode connection" was not replicated or confirmed. The device was subjected to full system level testing without duplicating the report. An internal inspection found no discrepancies and review of the data log showed no history of the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads and failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.